Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace controller board. A field service engineer disconnected all auxiliary one at time and found bad drawer on main. Replaced controller board on fh drawer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a screen failure. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.